Manufacturer narrative:
(B)(4).

Event description:
It was further reported via poster abstract that a 24mm watchman laa closure device was initially attempted, but they felt that is was too deep within the laa . Two partial recaptures were performed for repositioning; however they still felt that the closure device was too deep so the closure device was fully recaptured. A 27mm watchman laa closure device was successfully deployed. During the evaluation with a transesophageal echocardiography (tee) a mobile filamentous echogenic mass was visualized at the tip of the access sheath which was suspicious for thrombus formation. The activated clotting time (act) was confirmed to be more than 300 sec. The device was released, the delivery sheath pulled slowly and forceful aspiration was applied. However, the thrombus like image persisted, so the was pulled into the right atrium. Once the was had been removed it was evident the structure visualized was a thread of the distal radiographic ring of the was.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system and watchman ® laa closure device & delivery system were used. They deployed the closure device. At the end of the procedure, they noticed the fibers that was part of the tip of the access system became exposed. The procedure was completed successfully with this device with no patient complications.